Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation issue occurred. The calcified and high-grade stenotic lesion being treated was located in the right coronary artery (rca). The lesion was pre-dilated with a 2.5 balloon and a slight proximal dissection occurred. The physician then decided to implant a taxus express2 8.8% drug eluting stent, however, could not cover the entire lesion. It was noted that during deployment the physician could not fully deploy the proximal part of the stent. Upon deflation the physician noticed that the distal quarter of the balloon was not completely deflated. However, it was noted that ante grade blood-flow was seen. As the physician withdrew the balloon, resistance was encountered. The physician attempted to dial up and down several times with no success of completely deflating the balloon. The physician then decided to send the pt to surgery for a bypass to avoid rupturing the vessel. Pt status is reported as "ok."